Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. D4: batch # u5ap29. Investigation summary thee photos received. Upon visual inspection of three photos, the following was observed: the first and third photo shows a device from top view with a green reload loaded. The jaws can be seen in closed position with a gauze between the jaws. However, the condition of reload cannot be determined. The second photo shows a device from trigger area with batch # u5ap29. Based on the photos the event describes are confirmed, however no conclusion or root cause could be determined. The analysis found that one ec60a device was returned with the jaws and closing trigger in closed position and a gaze between the jaws with no apparent damage and with an ecr60g reload loaded on the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The event described could not be confirmed as the device open and closed and performed without any difficulties noted. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2020. Upon visual inspection of three photos, the following was observed: the first and third photo shows a device from the top view with a green reload loaded. The jaws can be seen in a closed position with a gauze between the jaws. However, the condition of reload cannot be determined. The second photo shows a device from trigger area with batch #u5ap29. Based on the photos, the event described is confirmed. However, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a videothoracoscopic right upper lobectomy, an echelon device was used when stitching and cutting the lung tissue with a green ecr60g reload. The device stitched with the first reload without problems. It was reloaded with the second reload and jammed while stitching, with the knife extended 1/3. After pressing the reverse button, the knife returned and the device was opened. When reloading with the third reload, the surgeon tried to flash the gauze, but the device blocked and did not open anymore, even with the use of the knife reverse button. There were no patient consequences.